Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a (left) 375cc mentor smooth round moderate profile saline and a (right) 425cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient suffered breast implant illness symptoms and was also diagnosed with hashimoto's and hypothyroidism. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 13, 2022, mentor became aware that upon removal, unspecified material was floating inside the implants. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 19, 2022, mentor became aware that the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. In addition, mentor also became aware that the date of event was (B)(6) 2019 and the patient's hashimoto's and hypothyroidism were diagnosed in (B)(6) 2021 via blood test and ultrasound. Lastly, the patient also suffered the following symptoms: fatigue, aching, heart palpitations, joint pain, puffy face, cold hands, and weight gain. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune disorder.